Manufacturer narrative:
Additional information: section h imdrf annex code a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed frequently, and door was unable to unlock. A field service engineer (fse) confirmed that no failed storage space icons were present on the medication application. A visual inspection revealed oxidization on the microswitch sensor connections. The fse replaced the microswitch sensors and verified proper operation through the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the door was not unlocking.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the door was not unlocking. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.